Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the regular CT scan revealed that port was allegedly rotated once in the superior vena cava. It was further reported that there was a considerable amount of blood clot on the tip end point of the catheter and anticoagulation was performed and it was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The port was patent to both infusion and aspiration without issue. No leaks were observed. The investigation is inconclusive for the reported port tipped over issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that sometime post a port placement, the regular computed tomography scan revealed that port was allegedly rotated once in the superior vena cava. It was further reported that there was a considerable amount of blood clot on the tip end point of the catheter and anticoagulation was performed and it was removed. However, the current status of the patient is unknown.